Event description:
Overinfusion, rate set at 60mm over 24 hours. Syringe infused same amount in six hours. No patient injury, no medical intervention. Patient observed to be sleepy and comfortable and respiratory rate normal. Device under examination at hospital. Requested return of device. Customer will call when the device is ready for return to graseby.